Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about low blood glucose. Customer's blood glucose at the time of incident was 52 mg /dl and current blood glucose is 236 mg/dl. Customer stated that she was running slightly higher than normal so her doctor adjusted her basal rates higher. Customer declined to troubleshoot. Insulin pump will not be returned for analysis.